Event description:
It was reported that during an umbilical hernia repair procedure, the mesh flange tore out of the fixation suture, requiring the doctor to perform another suture to secure it to the abdominal wall. The procedure was conducted as an open surgery, and the issue was detected after the mesh was inserted into the patient. The mesh was not damaged, and there was no difference in appearance compared to previous implants. The mesh was attached to the abdominal wall and skin closure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.